Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 29 in the mouth, the implant had not yet achieved osseointegration in type iii bone. Clinician reports pain and peri- implantitis. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
The clinician reported that 3 months after the dental implant was placed in (B)(6) site 29 in the mouth, the implant had not yet achieved osseointegration in type iii bone. Clinician reports pain and peri- implantitis. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)